Event description:
A customer reported via webform a "sensor ended" error message with the adc device and was unable to obtain readings. As a result, customer reported experiencing "blood sugar reading extremely low," a seizure and/or a loss of consciousness. There was no third-party intervention or treatment by a healthcare professional reported for this issue. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.